Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were three additional complaints associated with the lot for the reported issue. One probe sample was returned for evaluation. The returned sample was visually inspected and deemed nonconforming. The needle is bent/cracked at stiffener sleeve. No functional testing could be performed due to visual condition of probe. The degree of wear could not be determined due to the condition of probe. The evaluation cannot confirm the probe did not cut due to the damaged condition of the returned complaint sample. The root cause for the probe not cutting cannot be determined from this evaluation. The root cause for the probe not functioning correctly is due to the bent/cracked needle. This bent/cracked needle condition appears to have occurred during its surgical use but it is not known how the needle actually became bent. A bent needle will cause interference between the internal components and result in a probe performance failure. The root cause does not point to a manufacturing related issue because the probe could not have been shipped in the condition the probe was received back for evaluation as the needle would not have been able to fit into its protective cap during the manufacturing process. No specific action with regard to this complaint was taken as the root cause for the complaint issue cannot be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the vitrectomy probe did not cut during a vitrectomy procedure. The issue was noticed since the beginning of the procedure. The condition of aspiration was unknown. The probe was replaced and the procedure could be completed. There were no consequences to the patient.